Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 20865423.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts.